Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer reported the infusion set had an air bubble in the tubing. The customer treated the high blood glucose level with a manual injection. The customer¿s blood glucose level was 154 mg/dl at the time of call. The customer did troubleshoot the issue. The insulin pump will not be returned for analysis.